Manufacturer narrative:
Philips service identified a pressure monitor issue and placed the equipment under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment suddenly turned off due to an electrical board issue on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.